Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort at the implantable pulse generator (ipg) site. The patient underwent a revision procedure wherein the ipg was moved to a new spot. No device malfunction suspected. Device remains in service.